Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) was not applicable. During the functional testing was able to duplicate the reported issue. The motor was found to be faulty. The root cause of the issue could not be determined. Replaced the faulty motor.

Event description:
It was reported that the pump was going through multiple batteries over the course of a few days. No patient injury was reported.